Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x150 sterling¿ balloon catheter was advanced to dilate the lesion. When inflating the balloon it did not fully deploy in the center, ¿like a napkin ring." Since the balloon was not yielding, the physician increased the atmospheres to the rated burst pressure and a dissection occurred. The physician noted that the dissection occurred due to the increased inflation pressure. Upon removal of the device it was noted that the balloon had not unwrapped and inflated properly in the mid-section of the balloon. A non-bsc stent was implanted covering the dissection area. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter. There was blood in the wire lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was no damage to the balloon. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x150 sterling¿ balloon catheter was advanced to dilate the lesion. When inflating the balloon it did not fully deploy in the center, ¿like a napkin ring." Since the balloon was not yielding, the physician increased the atmospheres to the rated burst pressure and a dissection occurred. The physician noted that the dissection occurred due to the increased inflation pressure. Upon removal of the device it was noted that the balloon had not unwrapped and inflated properly in the mid-section of the balloon. A non-bsc stent was implanted covering the dissection area. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).